Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device was in pod state 14 (lump_of_coal), indicating that the device did not complete activation within the specified time window. No defects or deficiencies were found that would result in a failure of the needle mechanism and cannula to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 1 and 4 hours and there was no reported impact to patient's blood glucose levels.